Manufacturer narrative:
Weight-race:unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -6.00/2.0/108 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was implanted, removed and replaced with a shorter length lens intraoperatively due to excessive vault. This resolved the problem. Cause is reported as patient-related factor.